Event description:
It was reported that during inspection after cleaning at the user facility paint chips were missing from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during inspection, there was no patient involvement and no delay to a surgical procedure.